Event description:
It was reported that the patient connected to an automated homechoice cassette that was not properly primed and initiated therapy with the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This is a report of a user error where the patient connected to a patient line that was not properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. A formal labeling review for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.